Event description:
While doing a turp with laser the duotome sidelite 550 popped and the floor broke away from the handpiece. Dr got a pinpoint burn from the laser. Chief of urology notified because this is not the first incident with this product. No harm to the pt.